Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There were frequent low battery warnings observed in the alarm history. Short battery life was observed in the black box. Corrosion was observed in the battery compartment. A leak test verified that there was a leak at the battery compartment. The pump was opened and moisture was found on the printed circuit board. High electrical current draws were found during testing. The alleged short battery life was attributed to moisture damage.